Event description:
An ophthalmic surgeon reported a pt experienced unexpected post operative refraction following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for eval; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info was requested by mail and fax on 10/30/08 and by phone on 10/29/08 and 11/13/08. A completed questionnaire has not been received.